Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer stated the battery compartment had crack also, customer dropped the insulin pump dropped twice. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. The insulin pump will be returning for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No blank display anomaly noted during test. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.